Manufacturer narrative:
The reported event of failure to capture and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a drop in pacing impedance and no capture were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. No abnormalities were noted on the rv lead upon removal. The patient was stable prior to, during, and post procedure.